Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The customer had previously used this calibrator kit with another reagent lot and it worked fine. The abbott customer technical advocate asked the customer to centrifuge the calibrators. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.